Event description:
It was reported that the patient received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The device has not been returned to animas. The pump settings and delivery history were reviewed with the patient and confirmed as accurate. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No data was available in the black box or download histories from the time of the reported hospitalization due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the battery cap threads were found to be stripped and the battery compartment was cracked. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.